Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the implantable pulse generator (ipg) had a grommet/setscrew problem and the wrench used, was bent. A new wrench was used, but the ipg was unable to pace. The ipg was removed and replaced. No patient complications have been reported as a result of this event.